Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report an incomplete staple issue while attempting to staple an unspecified "large vessel" utilizing a sureform 60 stapler instrument with an unspecified sureform 60 reload. The customer was able to recover from a system fault and complete the staple line. Ithe following information is unknown: if the event involved a partial fire and/or incomplete staple line, and if there were any staple line complications. The system logs showed a fault pointing to the sureform 60 stapler instrument that was installed on universal surgical manipulator (usm) #4. Per a system log review, a sureform 60 white reload correlates with when the reported fault occurred. The procedure was completed as planned. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive has not received a sureform 60 white reload to perform failure analysis at the time of this report. A review of the stapler logs show a sureform 60 stapler instrument (part #480460-12, lot #k18251107-0179) was installed on the system 4 times and fired 4 sureform 60 reloads (1 white, 2 green, 1 blue, in that order). On install 1, the first two clamps were successful, but were followed by a firing failure. The firing stopped and the system logs show an error code representing the failure. Once the fault was recovered, the firing was completed successfully on the same install configuration. On installs 2-4, the first clamps were successful, and the firings were each completed with no pauses for compression. There were no additional stapler related errors in the system logs.